Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the patient went to the ER because the device 'malfunctioned'. It could not be interrogated, there was no output, there were some pacing spikes, but no capture. It was determined the device was near eri (elective replacement indicators). The patient had been advised at last followup that due to the near eri, a device change was to be scheduled. This was not arranged with the patient. The pacing dependent patient was reportedly admitted to the ER, in 'bad condition' and received CPR. The recovering prognosis was "bad". The device was explanted and replaced, and the patient was in intensive care unit, with a poor prognosis and not responsive. The patient died one week later. It was additionally reported the patient sustained brain damage as a result of the event and was on full life support prior to death.